Event description:
It was reported that the patient experienced a perforation and pericardial effusion. It was further reported that the implantable pacing lead exhibited high thresholds. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. A2dr01 implantable pulse generator (ipg), (B)(6) 2013. A 5086mri implantable pacing lead, (B)(6) 2013. (B)(4).